Event description:
It was reported to lumenis that a patient received a burn from a natulight while receiving ipl treatment in july 2007. Natulight is the name of the lumenis ipl quantum in the japanese market. The doctor determined the burn to be between the 1st and 2nd degree. There was no info regarding medical intervention.

Manufacturer narrative:
Lumenis depot investigated the system but was unable to duplicate the incident. The system was sent to lumenis mfg site for further eval. Site reported the system was working normally. The treatment head was found to be within allowable operating specs. Site engineers were unable to duplicate the incident. An MDR is being filed for the possible 2nd degree burn to the pt.